Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a healthcare provider and a consumer via a manufacturer¿s representative (rep) regarding an implantable intrathecal pump intended to deliver an unknown drug (concentration and dose unknown), indicated for non-malignant pain, chronic low back pain, and other chronic/intractable pain (trunk/limbs). It was reported that there was a catheter issue and a revision was performed. The healthcare provider reported that the intrathecal end of the patient¿s catheter had migrated out, per MRI (magnetic resonance imaging). The catheter migration was confirmed, and the issue was diagnosed via imaging (MRI, CT scan). It was asked, but unknown when the catheter migration occurred. It was reported that prior to this recent diagnosis of the catheter migration, the patient told the rep that he had to rub his catheter when giving a patient-activated (pa) bolus to feel the effect of getting a bolus. The event date for the patient having to rub the catheter was asked, but unknown, it was stated, ¿a long time.¿ it was asked and unknown if this was considered a sudden or gradual change in therapy/symptoms. The rep was going to send the revised part of the catheter back to the manufacturer for analysis. No further complications were reported/anticipated. Additional information was received from a manufacturer's representative on (B)(6) 2018. The provided information was confirmed with the physician, and it was noted that the doctor was aware of the event. It was reported that the catheter was anchored properly, but the intrathecal segment was subcutaneous. The anchor was intact, and the spinal segment backed out of the intrathecal space on an unknown date. It was reported that the catheter migration had been resolved; a new spinal segment was placed on (B)(6) 2018. It was noted that the original catheter segment was discarded by the hospital, so it would not be returned to the manufacturer. It was indicated that that there was no further information on whether the patient having to rub his catheter tofeel the effect of a pa bolus was resolved. The patient's weight at the time of the event was unknown. No further complications were reported/ anticipated.

Manufacturer narrative:
Continuation: catheter UDI #:(B)(4) if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on (B)(4) 2018. It was reported that the cause of the spinal segment migrating out of the intrathecal space was not determined; there was no known cause of the issue. No further complications were reported.